Event description:
It was reported the pt needed additional stimulation coverage. The physician implanted a new ipg and connected it to an existing lead. Follow up determined the pt's has full coverage of the pain area.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.